Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt wanted the scs system to be explanted. The pt was no longer using the system, and she had not recharged the ipg in over a month. It was reported, the pt had discomfort at the ipg site.